Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had elevated pacing impedance measurements. It was further reported that no oversensing was noted with the system and no change in sensing or thresholds was observed. Guidant received additional information in january 2003 that the impedance measurements were continuing to climb and the thresholds are also increasing slightly. The r-waves have dropped. Guidant received information that the impedance measurements had climbed to >3000 ohms.

Event description:
Defibrillator (ICD) had elevated pacing impedance measurements. It was further reported that no oversensing was noted with the system and no change in sensing or thresholds was observed. Guidant received additional information in january 2003 that the impedance measurements were continuing to climb and the thresholds are also increasing slightly. The r-waves have dropped. Guidant received information that the imepdance measurements had climbed to >3000 ohms.